Event description:
It was reported that an automated peritoneal dialysis patient experienced bloating, weakness, headache, and slight difficulty breathing during fill 1 of 4. The patient was connected to the homechoice claria at the time of the events. Renal therapy services (rts) assisted the patient to manually drain, and end therapy early. Rts advised the patient to follow up with peritoneal dialysis registered nurse. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of a medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short, simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The event history log review showed the patient discontinued their therapy during fill 1 of 5 and initiated a new therapy without draining the previous fill volume (1700ml). Per the homechoice claria apd system patient at-home guide, if the previous therapy ended early for any reason or an off-cycler exchange was performed, there may be more fluid in your peritoneal cavity than normal. If this occurs, the initial drain alarm (I-drain alarm) setting may be too low. The I-drain setting should be set to at least 70% of the expected peritoneal volume. Based on the device log analysis, the probable cause of the reported event was determined to be a use error as the programmed I-drain alarm being set too low from a previous-cycler exchange. Should additional relevant information become available, a supplemental report will be submitted.